Manufacturer narrative:
Product complaint #(B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: did the entire needle detach/pull off from the suture, or did the suture or needle break in separate pieces? Needle detached from the suture * did any needle piece fall inside the patient? If yes, was it retrieved during the same procedure? No. * is this device or samples from the same lot available for analysis? If yes, to whom should the shipper kit be sent? (Please provide contact name, department, street address including zip, no po box please, email address, and phone number). Yes, (B)(6).

Event description:
It was reported that a patient underwent an rhinoplasty procedure on (B)(6)2024 and suture was used. During the procedure, per user facility medwatch form #mw5164592, that the suture needle broke off the suture during the incision closing of the case. Surgery completed was rhinoplasty with septoplasty, septal perforation repair, costal cartilage graft, perichondrial graft, rectus fascia graft, fat graft, inferior turbinate. Involved suture 4-0 plain gut ethicon suture - sc-1 needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/25/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Five unopened samples were received for analysis. In order to evaluate the condition of the returned sample, the packet were opened. The swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along of the strand and no issue related to breakage suture or anomalies were observed during evaluation. The functional test was performed using an instron equipment and pull force were above the minimum requirements. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.